Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fst that cardiosave intra aortic balloon pump (iabp) had autofill failure alarm. No patient involved.